Event description:
A surgeon reported a patient with overcorrected cylinder following intraocular lens (iol) implant surgery. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An unapproved viscoelastic was used. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. Additional information has been requested on 09/14/2011 and 09/20/2011 by phone, fax, and mail. A completed questionnaire was received on 09/21/2011. (B)(4).